Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported red and raw skin next to her stoma under the mass. She said this area extends outward approximately 7mm. She also notes red and raw skin under the white tape collar on her right side and the proximal end. She said all of these areas are painful and she notes stool on her skin when she removes her wafer. Her doctor prescribed nystatin powder.

Manufacturer narrative:
This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).